Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the harmonyair lighting system. Upon inspection of the harmonyair lighting system, the technician found that the circlip was not properly secured, allowing the spring arm to drift downward. The technician replaced the circlip with a new one and confirmed the unit to be operating according to specification. The unit was returned to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported since the replacement of the circlip.

Event description:
The user facility reported the spring arm on their harmonyair lighting system slowly drifts downward. No injury or procedure delay have been reported.